Manufacturer narrative:
The lens was returned in a contact lens case. The lens appears rinsed with only a slight indication of solution present. Haptic and optic damage was observed. In addition, the optic is torn/cut typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge and handpiece information was not provided. It is unknown if a qualified lens/cartridge combination was used. The product investigation could not identify a root cause for the reported complaint of inflammation. It is unclear how the product could have contributed to this event. The returned lens was torn/cut typical of an insertion and removal. Information in the file indicated that an intraocular lens (iol) exchange was decided and took place on (B)(6) 2017 with monofocal iol which is a non-manufacturer's product. The returned lens had additional lens damage. The root cause of the additional lens damage may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for any lens/cartridge combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation following an intraocular lens (iol) implant procedure. A decrease in vision was reported along with a sign of inflammation. The patient was treated with medication. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the lens was removed and the symptoms resolved.